Event description:
A customer reported that prior to a procedure a table top illuminator lamp needed to be replaced and that multiple laser head lights were not working. There was no patient impact and no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The system message (sm) reported, was seen. The illuminator and the lamp were both replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on december 14, 2010. Based on qa assessment, the product met specifications at the time of release. For the reported event of the lamp needing to be replaced, the root cause can be attributed to the lamp. For the reported event of ports 1 and 2 not working, the root cause can be attributed to the illuminator. (B)(4).

Event description:
A customer reported that prior to a procedure a table top illuminator lamp needed to be replaced and that multiple laser head lights were not working. There was no patient impact and no patient harm was reported.